Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced four infusion set kinked cannula events on 27-aug, 30-aug, 08-sep and, 20-sep-2024 each. Event occurred within three hours of insertion. The set was in use for a few hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30701 - device 4 of 4.